Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-04-30. H6: investigation summary: the batch history analysis (DHR) was performed, the quality notifications were checked, and no deviation was found for this batch. Difficulty in aspirating the medication: the analysis of the samples sent by the client was carried out and it was possible to observe the incident. One possible cause for the incident was failure to assemble the syringe. Syringe without scale: through the analysis of the sample sent by the client, it was possible to observe the incident of scale missing in the syringe. A possible cause for the incident may have been a failure in the marking process, where the marking tape ran out and the equipment continued to run. H3 other text : see h10.

Event description:
It was reported that oralpak 3ml blue hospital was missing scale markings. The following information was provided by the initial reporter: - missing scale in the syringe - quantity: 1. - difficulty in aspirating - quantity: 1. Info add received: >> noticed before use, the moment the syringes are removed from the package for handling by the professional. >> no photos received. >> samples are available for collection. >> about aspirated medicine: unfortunately, we do not record this information. However, these are drugs already habitually aspirated with such syringes, and aspirated with the other units available in the package normally. >> there was no notification to anvisa. >> purchase invoice 185824 - difarmig >> document for sample collection provided.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that oralpak 3ml blue hospital was missing scale markings. The following information was provided by the initial reporter: missing scale in the syringe - quantity: 1. Difficulty in aspirating - quantity: 1. Info add received: noticed before use, the moment the syringes are removed from the package for handling by the professional. No photos received. Samples are available for collection. About aspirated medicine: unfortunately, we do not record this information. However, these are drugs already habitually aspirated with such syringes, and aspirated with the other units available in the package normally. There was no notification to anvisa. Purchase invoice (B)(4). Document for sample collection provided.